Event description:
It was reported that the device displays a white screen following a boot-up. This is indicative of a lock-up failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they removed the front case from the device, re-seated all of the connectors, and then observed proper operation through functional and performance testing. The device was not returned to physio-control for evaluation. The cause of the reported failure cannot conclusively be determined.